Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number 0338173, testing of retention samples of batch number 0338173, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr as well as the abbott binaxnow and the result was negative. The patient was removed from participation in sports until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that a false positive result occurred. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr and repeat antigen on abbott binaxnow. How many specimens were discrepant (fp or fn)? 1. Was there any patient impact as a result of the false result? Yes the patient was removed from participation in sports and received a pcr immediately. He was out until pcr reported back the next day. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr as well as the abbott binaxnow and the result was negative. The patient was removed from participation in sports until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that a false positive result occurred. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr and repeat antigen on abbott binaxnow. How many specimens were discrepant (fp or fn)? 1. Was there any patient impact as a result of the false result? Yes the patient was removed from participation in sports and received a pcr immediately. He was out until pcr reported back the next day. "